Event description:
The customer reported that during a procedure, the sys screen went black. The sys was intermittently locking up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.